Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to dka on (B)(6) 2017. Customer's blood glucose value at the time of admission was 270 mg/dl. The customer was wearing the pump at the time of hospitalization. The customer also reported having infusion set with bent cannula. Customer declined trouble shooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.